Manufacturer narrative:
Additional narrative: patient¿s information is not available for reporting. Date of event is unknown. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was implanted with a 1.5 variable angle (va) locking plate on an unknown date. Due to tissue closure issues, the 1.5 va locking plate was removed. It was not reported if there was a surgical delay. The patient outcome is unknown. There is no other information available at this time. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that initially the patient was implanted with a 1.5 variable angle (va) locking plate on an unknown date for a first metacarpal fracture. On (B)(6) 2018, the patient underwent a removal surgery to remove the locking plate and five screws due to tissue closure issues. It was also reported that the fracture did heal but the surgical wound did not. It was unknown if there was an infection and it was also unknown if cultures were obtained. The plate was removed successfully and the surgery was also completed successfully as reported with no further patient intervention. Concomitant device/s reported: unknown locking screw (unknown part #, unknown lot #, qty 5).